Event description:
It was reported that the patient was injured in a car accident and suffered multiple injuries throughout the body. On (B)(6) 2019, he was intubated with a ventilator to assist with breathing and correct for hypotension. On (B)(6) 2020, it was found that the ventilator frequently reported the alarm of "low-minute ventilation", and after inspection, it was found that the air bag of the tracheotomy catheter was leaking. No patient injury or further complications were reported in relation to this event.